Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized for the event on an unknown date. Two days after the event onset, the patient was treated with injection vancomycin (1gm, every 3rd day, intraperitoneal, discontinued) and injection meropenem (500mg, once daily intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.